Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, the reported issue could not be replicated. It was noted that the surgeon had the reference frame attached to anatomy that was not in the scan used for navigation. The surgeon was educated on best practice for frame placement. The software investigation could not determine root cause of the reported issue since the behavior could not be replicated. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the navigation system software cross-hair behavior was behaving differently than expected. It was reported that 2 imaging system scans were required, and the surgeon was navigating off of the second scan near the edge of the scanning volume (t2/t3). While navigating on the edge of the image (t2), the patient anatomy in the software was rotating more significantly than the surgeon was expecting. It was reported that the "cross-hairs stationary" option was selected in the software when this occurred. The option "cross-hairs move" was selected instead, but the surgeon felt this did not change the behavior. The system was rebooted and the software reportedly worked better. There was a reported delay to the procedure of greater than one hour because of this issue. The procedure was completed successfully with the navigation system, and the patient was not affected.